Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was returned for software error detected and motor arm cannot communicate with the main arm; history file analysis has confirmed software error detected and motor arm cannot communicate with the main arm error due to software error. The insulin pump had minor scratched display window, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor communication error and software error detected. The patient's blood glucose at the time of incident is unknown. The caller stated that the alarms were recurring. The insulin pump will be returned for analysis.